Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to the used product in this report because the used product said to be involved was not provided to cook for evaluation. The report could not be confirmed. One sealed device was returned that match the lot number in the report. The sealed device will be sent back to the supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During an endoscopic biopsy procedure, the physician used a cook captura serrated large forcep- spike. The handle is snapping (makes a popping noise) and then the forceps will not open or close. The physician then removes the forceps from the endoscope and uses another of the same device to continue the procedure.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to the used product in this report because the used product said to be involved was not provided to cook for evaluation. The report could not be confirmed. One sealed device was returned that matches the lot number in the report. The sealed device was sent back to the supplier for further evaluation. The supplier provided the following information: since the reported defective device was not sent for evaluation the failure could not be confirmed. One device from the same lot as the reported event was returned in their original unopened pouch with proof of decontamination. The device opens and closes as designed when in three eight-inch coils and when in the tortuous path endoscope. No anomalies were discovered. The reported defect could not be confirmed. The device history records were reviewed and the date of manufacture was november 2016. Two relevant defects were noted in the assembly order during manufacturing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation. In addition, the sealed device functioned as intended during a functional evaluation. Therefore, a definitive cause for the reported observation could not be determined. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.